Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis was the incorrect use of unapproved antiseptic wipes for the patient¿s ports. The patient was utilizing clorox wipes instead of the clinic approved alcavis wipes which was a breach in aseptic technique. Proper use of the right disinfectants for connections at the pd catheter adapter-transfer set interface can help eliminate bacteria at surface interfaces, secure connections, and prevent bacteria from entering into the sterile fluid pathway. Based on the available information and no allegation or evidence of defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The patient¿s cardiac issues were unrelated to pd therapy.

Event description:
A male peritoneal dialysis (pd) patient reported being in the hospital since (B)(6) 2022 for an infection. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for unspecified cardiac conditions and that an infection might have been discovered. Additional details of the hospitalization were obtained through follow-up with the pdrn. This patient had reported receiving multiple alarms (unspecified) on the liberty select cycler during treatment. The pdrn suspected fibrin; however, the patient stated no fibrin was visible. On (B)(6) 2022 the patient was seen in the pd clinic and brought a pd effluent sample. The fluid was clear with no fibrin. The patient was afebrile and reported no abdominal pain. No culture was obtained at that time. Additionally, the patient reported that they were utilizing 2.5% delflex and was not removing enough fluid during treatment. The physician instructed the patient to use 4.25% solution for a few days. This was a standing order and not a change in prescription. On (B)(6) 2022 the patient was admitted to the hospital for chest pain related to an unspecified cardiac condition. The chest pain did not occur during pd treatment. During the hospitalization, the patient was diagnosed with peritonitis (date unknown). The culture results were not available. The pdrn stated the patient¿s underlying cardiac issues could not be corrected until the peritonitis resolved. The patient was discharged on (B)(6) 2022 with antibiotic therapy. The patient is prescribed oral fluconazole 100mg daily for six weeks; intraperitoneal (ip) cefazolin 1g daily for three weeks; and oral keflex 500mg for three weeks once the cefazolin is completed. The patient will have repeat culture and lab draws after the completion of the antibiotic therapy. The pdrn stated the patient came to the pd clinic upon discharge to have the transfer set changed from the hospital baxter set. While at the clinic, the pdrn went over how the patient completes their treatment including set-up and disinfecting of their ports. During the session, the patient stated they do not have alcavis (the approved disinfectant) for disinfecting their ports and instead uses clorox wipes. The pdrn stated this is the suspected cause of the patient¿s peritonitis as there was a break in aseptic technique. The patient did not report any other issues with the liberty select cycler related to the peritonitis. The patient has been re-educated on the proper pd techniques and supplies to use during and preparing for treatment. The patient now has all the required and approved supplies.

Event description:
A male peritoneal dialysis (pd) patient reported being in the hospital since (B)(6) 2022 for an infection. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for unspecified cardiac conditions and that an infection might have been discovered. Additional details of the hospitalization were obtained through follow-up with the pdrn. This patient had reported receiving multiple alarms (unspecified) on the liberty select cycler during treatment. The pdrn suspected fibrin; however, the patient stated no fibrin was visible. On (B)(6) 2022 the patient was seen in the pd clinic and brought a pd effluent sample. The fluid was clear with no fibrin. The patient was afebrile and reported no abdominal pain. No culture was obtained at that time. Additionally, the patient reported that they were utilizing 2.5% delflex and was not removing enough fluid during treatment. The physician instructed the patient to use 4.25% solution for a few days. This was a standing order and not a change in prescription. On (B)(6) 2022 the patient was admitted to the hospital for chest pain related to an unspecified cardiac condition. The chest pain did not occur during pd treatment. During the hospitalization, the patient was diagnosed with peritonitis (date unknown). The culture results were not available. The pdrn stated the patient¿s underlying cardiac issues could not be corrected until the peritonitis resolved. The patient was discharged on (B)(6) 2022 with antibiotic therapy. The patient is prescribed oral fluconazole 100mg daily for six weeks; intraperitoneal (ip) cefazolin 1g daily for three weeks; and oral keflex 500mg for three weeks once the cefazolin is completed. The patient will have repeat culture and lab draws after the completion of the antibiotic therapy. The pdrn stated the patient came to the pd clinic upon discharge to have the transfer set changed from the hospital baxter set. While at the clinic, the pdrn went over how the patient completes their treatment including set-up and disinfecting of their ports. During the session, the patient stated they do not have alcavis (the approved disinfectant) for disinfecting their ports and instead uses clorox wipes. The pdrn stated this is the suspected cause of the patient¿s peritonitis as there was a break in aseptic technique. The patient did not report any other issues with the liberty select cycler related to the peritonitis. The patient has been re-educated on the proper pd techniques and supplies to use during and preparing for treatment. The patient now has all the required and approved supplies.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.